Event description:
It was reported that " intermittent t wave over sensing ". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.